Manufacturer narrative:
Record review. A review of the mfg records indicated that all device specs and quality requirements were satisfied. The root cause could not be accurately determined because the physical device was not returned for a complete analysis.

Event description:
It was reported that the "catheter was noted to be leaking from what appeared to be a small cut on the clear part of the catheter near the hub. When the catheter was cut to perform the catheter exchange, it fell on the floor and was tossed in the trash by a another rn."